Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep reported the reason for the premature eos is unknown. Patient (pt) reported they did not see any eri messages prior to eos. Pt was not aware of any contributing factors. Pt reported they were lying on their back and reached for something when they felt the zaps. Cause of the zaps and high impedances were not determined. Rep spoke with patient and pt wants to proceed with system replacement and are currently waiting for insurance approval and replacement will be scheduled. The device currently remains in the patient. Weight was not available.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that about a month ago, in august, patient felt two sharp zaps to their left side. When patient checked their handset following the event, they received service code 302 (eos). Caller met with patient in-office yesterday and upon interrogation, they received validation error with code 0c 00 00 1c. Caller was able to enter the session but could only check impedances which showed that contact 4 had some high impedances around 16k-17k ohms. Patient's active programming for program 2 was on contacts 4 and 6. Caller stated that prior to vanta implant, they performed battery estimation with patient's existing settings which indicated vanta should last around 4 years and 4 months. The caller was not with the patient. Technical services (tss) reviewed that high impedances can deplete the ins faster but it would be unlikely that immediately following the unexpected stimulation event, the ins hit eos. Tss speculated, ins may have already been near eos at the time the patient received the unexpected stim. Tss reviewed vanta warranty and that they can return ins for analysis. The replacement is not yet scheduled. Tss reviewed that they need to consider intra-op impedance testing and possible extension/lead replacement given the high impedances.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (serial number (B)(6)) found the battery was at normal end of life. Analysis of the electrical stimulation lead (serial number (B)(6)) found that the lead body conductor was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had their battery, old leads, and extensions explanted by the healthcare provider (hcp). Rep reported early eos and "zaps" to patient. These were replaced with a new ins battery and two leads. After the procedure during postoperative programming, the patient reported good stimulation coverage in their areas of need.

Manufacturer narrative:
Correction to reg report #3004209178-2023-16039 follow up: 003 section b5 should have been blank. Information included in section b5 in reg report #3004209178-2023-16039 follow up: 003 was previously reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had their battery, old leads, and extensions explanted by the healthcare provider (hcp). Rep reported early eos and "zaps" to patient. These were replaced with a new ins battery and two leads. After the procedure during postoperative programming, the patient reported good stimulation coverage in their areas of need.